Manufacturer narrative:
H3: analysis of the returned lead (l/n: (B)(6)) revealed that the butt joint of the outer insulation was separated at the proximal end of the lead and the wires were stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins - s/n: (B)(6). Revealed that the device passed functional testing; however, the setscrew was backed out too far. H3: the 978b128 lead (l/n: (B)(6) was returned and it was noted that the lead was received segmented. Analysis was unable to be done on the lead as a signed german patient consent form was not received for the lead which was in patient's possession in the past (implanted for over a month). If/when the signed consent form is received, the analysis team will be notified and provided the document and will be able to begin further analysis of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va3473v implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the electrode would be unscrewed from the percutaneous lead, and then connected to the implantable neurostimulator (ins) device to be implanted. Upon exposing the electrode and the connection site, it became apparent that the electrode was no longer intact and that the insulation may have come loose. No cause known. The physician tried to insert the lead into the header of the ins. They checked the impedance (> 4000 ohms on every pole), therefore the lead was explanted and a new one was implanted. . Physician then connected the new electrode to the header of the ins. Manufacturer representative (rep) checked the impedance. Pole 0 had impedances > 4000 ohm for all possible program settings. Rep asked physician to loosen the screw so that the electrode contacts could be cleaned again using a dry compress. Physician complied regarding cleaning the electrode contacts. The physician turned the screw back again. Afterwards, it could no longer be tightened, causing the electrode to repeatedly fall out of the ins header and preventing it from being securely fastened. A new ins had to be used/connected to the electrode. Issue resolved. It was noted that the electrode and ins issue was due to poor quality.